Manufacturer narrative:
Product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension. Product ID neu _unknown_lead lot# serial# unknown implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that hcp once had a case in which they couldn't disconnect the extension from the lead. Tech services¿ heard hcp in the background state that there were no screw holes so there was nothing that they could screw (to disconnect the components). Additional information was received from the manufacturer representative (rep). Rep reported they were not notified of the case prior, they believed the intention was to move the ipg due to pocket pain and do a generator switch to abbott. It was only mentioned to rep the day of the case on (B)(6) 2021. Rep believed that they did not do the generator change and that the inability to disconnect extension from the lead had been resolved.